Manufacturer narrative:
There is no suspected device failure. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.

Event description:
The torflex sheath and dilator were used during a mitraclip procedure for transseptal puncture. Prior puncture, the physician attempted to maneuver the sheath/dilator assembly for optimal positioning under imaging guidance. To obtain a more posterior position, the physician attempted to "clock" the device assembly. Shortly after, staff observed the patient's blood pressure dropping and steps were taken to check for an effusion. A pericardial effusion was confirmed and pericardiocentesis was performed. The patient was stabilized and the procedure was cancelled.